Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited an alarm for air in line when there was no air in the line. The event occurred during testing. There was no patient involvement and no patient harm.

Manufacturer narrative:
H3 and h6 - evaluation codes: device evaluation: one device was received for evaluation. Visual inspection found the device to be in used condition, a damaged dso nub, and a loose uso sensor. There was no evidence in the event history log. Functional testing was unable to verify or duplicate the reported problem due to the damaged dso nub. The dso sensor and air detector were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.